Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer for review. Engineering assessment is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: transverse colectomy - "dr. (B)(6) used c8302 as a wound protector on the transverse colectomy. On (B)(6), dr (B)(6) stated this patient developed an abdominal hematoma and was back in the operating room to get it drained. Dr (B)(6) thinks the (B)(4) might have contributed to the patients hematoma." Patient status: fine. Type of interventions: draining of the hematoma.